Event description:
Additional information was received which indicated that the device was in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Analysis was unable to be performed as no device logs, screenshots, or supplementary documentation were made available to support the investigation. As a result, a detailed technical assessment and root cause determination could not be performed. Additional information was requested to better understand the nature of the alarm discrepancy. However, specific details regarding the alarm condition, including the type of alarm, frequency, and circumstances under which it occurred, were not provided. Furthermore, the device serial number was not supplied by the customer, preventing identification of the specific unit involved. Follow-up communication indicated that restarting the device and restoring the saved files resolved the issue and returned the device to normal operation. Based on the information available, the issue appears to have been transient and resolved through standard troubleshooting steps. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that there was an alarm problem. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution name: (B)(6).